Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately 1 year post-op the presence of a type ia endoleak was observed. The physician elected to re-intervene implanting a palmaz and successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Based on the clinical assessment for this event, the reported type iii endoleak was determined to be multiple persistent type ii endoleaks, therefore the most likely cause of the reported event was determined to be anatomy related. There was no device related issue involving the type ii endoleaks seen at implant, 1 month, and 14 months post implant. The cautionary product use condition of patent inferior and mesenteric and lumbar arteries likely contributed to the clinical harm: aneurysm growth. The final patient disposition was no additional negative sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).